Manufacturer narrative:
Patient diagnosed with capsular contracture baker grade iii. Device scheduled for removal and replacement with identical device

Event description:
Patient diagnosed with capsular contracture (baker grade iii) on the right side. Bilateral replacement to be performed.